Manufacturer narrative:
The device was received for evaluation. During functional testing, problem "failed flow rate (multiple times)" was confirmed . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Device sent for flow accuracy and flow rate over time testing and failed. The reported condition was verified. The cause of the condition was determined to be pressure travel plate . The pressure plate requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.